Event description:
This event was reported to boston scientific corp in 2007. The complainant reported that during a radio frequency ablation procedure ( date of birth and weight unknown), the leveen superslim needle electrode was partially retracted during withdrawal. The procedure was reported to be successful treating a lung tumor with 45 watts of power for two ablations lasting less than ten minutes. When the doctor attempted to remove the needle, he pulled the plunger back, but the tines stayed deployed causing a pneumothorax. A chest tube was placed in the patient to relieve the pneumothorax and eventually stabilize. The patient's condition is listed as stable.

Manufacturer narrative:
Visual examinations of the returned device confirmed the initial complaint condition. Dissection and examination of the device handle indicated that the cannula appeared to be properly assembled during the manufacturing process. The flared end of the cannula was found to be proximal to the flare seat channel in the distal end of the handle. Scrape marks could be seen proximal to the flare seat in the handle. A review of the device history record revealed no anomalies. Review of the complaint database did not identify any additional complaints reported for the same lot as the suspect device. The september 2007 15-month rf probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Based on the event details, the intended use of the device, and the evaluation results, the inability to retract the electrode tines was most likely due to excessive force applied to the device during use. The cause of the reported device malfunction is undetermined. A CAPA to investigate leveen needle electrode cannula detachment issues is in progress.